Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. Log files indicate a possible hardware issue with the nvidia graphics card: "nvrm: gpu at 0000:01:00.0 has fallen off the bus". The computer was replaced and returned to the manufacturer for analysis. Seatools computer tests did not find any errors on the hard drive. No ram memory errors were identified by memtest86. During initial testing the computer booted normally to the application screen. The ent application and exams loaded without issue. The computer passed all phd testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 05/03/2016. Suspect computer, returned on 05/18/2016, currently under analysis. -on 05/04/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: computer boot-up. Replaced computer. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that when at a site using dicom q/r, the navigation system became non-responsive and re-booted itself. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.